Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during prime and bolus. Customer reported that she was also experiencing high blood glucose and its been a lot higher done normal. Customer's blood glucose was unknown. Customer mentioned also that the insulin pump alarmed no delivery. Customer declined to do troubleshooting due she feels it was tied up to motor error alarm. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.